Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device extrusion/capsular contracture/infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with a mentor smooth round moderate plus profile 350cc saline prosthesis experienced breast infection on the right side complicated by the right implant extrusion through the skin. Additionally, the patient developed baker grade IV capsular contracture on the right sided. As a result, the patient underwent explant without replacement was performed on (B)(6) 2023. There is a history of reimplantation of this device. The patient had an event with her previous implants reported under 1645337-2024-04641 and 1645337-2024-04642. The contralateral prosthesis was reported in separate event under 1645337-2024-04629.